Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the review of the case, it is assessed that the event is not device related. As reported, the event is due to the patient's accident and that nor the device nor the surgery were at fault. The investigation found no evidence to indicate device issue. The root cause is not device related.

Manufacturer narrative:
Waiting for additional information. Device sent to external laboratory.

Event description:
Mobi-c prosthesis had retroplused into spinal canal. Neck pain began after fall of patient on stairs. Revision and replace by fusion.